Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient dropped the monitor on their foot and it was bruised. There was no alleged device malfunction contributing to the bruise. The patient¿s physician prescribed tramadol for the pain. Outcome of the bruise is unknown as follow up attempts were unsuccessful.